Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was confirmed and attributed to corrupted calibration table. The device was recalibrated to remedy the problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "compressor failure -1001" error message. Complainant indicated that there was no patient involvement in the reported malfunction.